Event description:
Hold for mb 10.13 the patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system separator 7 d (sep7 d) and an indigo system aspiration catheter 7 d (cat7 d). During the procedure, after completing the first pass, the physician removed the cat7 d and sep7 d and noticed under fluoroscopy that the wire distal to the bulb of the sep7 d had migrated from the patient''s arm into the lung. The procedure ended at this point and no further intervention was performed to remove the foreign body. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also apply to this complaint: k210083. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report: 3005168196-2022-00427. 1. Section h. Box 6. Device code 2. Evaluation of the returned sep7d confirmed that the tip distal to the bulb was fractured off the delivery wire. If the sep7d is repeatedly manipulated through tough clot burden, the distal tip may become fatigued and damage such as this may occur. The fractured distal tip was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.